Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6).

Event description:
The initial reporter received questionable bilirubin total gen.3 assay results for two patient samples from the same patient tested on the cobas c 303 analytical unit. Patient sample 1: the initial result in normal volume was 13.0 umol/l with an invalidating data flag. The first repeat result in decreased volume was 10.7 umol/l. The second repeat result in normal volume was 12.8 umol/l. This result was reported to the clinician. Patient sample 2: the initial result in normal volume was 16.1 umol/l with an invalidating data flag. The repeat result in decreased volume was 4.64 umol/l with an invalidating data flag. The reporter suspects a possible interferent in the patient samples.